Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged door latch. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of cmplnt-(B)(4). The cause of the damaged door latch could not be determined. However, in order to correct the condition, the door latch was replaced. The device was serviced and restored to a good working condition. If additional relevant information is received, a follow up report will be sent. (B)(4).